Manufacturer narrative:
The reported device has not been received for evaluation, therefore the cause of the event could not be conclusively determined from the available information. Additional information has been requested. Should new information or the device be received for evaluation, the new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) failed to open during a flow diversion procedure. There was no injury to the patient. The device was removed from the patient and new device was used to complete the procedure.

Manufacturer narrative:
This event was reported as pipeline flex device did not open (fail to expand c96715) on initial 30 day report. The incident has been clarified as in b5. Pipeline flex device did not come out of the microcatheter due to resistance is not a reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information clarifying the reported event. Initial report stated a pipeline flex embolization device (ped) failed to open during a flow diversion procedure. Correction in this follow up report to the above statement is as follows: during the delivery of the ped, resistance was met in the microcatheter. The ped got stuck in the microcatheter. Therefore, the device was removed from the patient. No report of patient injury. New device was used to complete the flow diversion procedure.